Event description:
It was reported that the patient experienced fatigue. It was noted that inappropriate auto mode switching (ams) and far r wave oversensing was observed on the pacemaker. Programming changes were made. There were no reported patient consequences.